Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the entire scs system. The issue has been resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
This patient is implanted with a scs system which includes two leads from the same lot. It was reported the patient was experiencing pain at the lead site with stimulation. Surgical intervention may be pending to address this issue.